Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one presto inflation device returned for evaluation. Crack was noted on the upper part of the pressure gauge, no other specific anomalies noted on the returned device. On the functional evaluation the presto device was connected with the in-house pressure gauge and attempted to pressurize device when water was noted to be exiting through the crack. No further testing performed due to the condition of the returned device. Therefore the investigation for the reported incorrect reading remains inconclusive as water leaking form the crack on pressurizing the device, hence the functional testing could not be performed on further due to the condition of the device returned for evaluation. A definitive root cause for the alleged indication of incorrect readings could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an angioplasty procedure, the inflation device allegedly showed incorrect readings. It was further reported that another device was used to complete the procedure. There was no patient contact.

Event description:
It was reported that during preparation for an angioplasty procedure, the inflation device allegedly showed incorrect readings. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged indication of incorrect readings could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during preparation for an angioplasty procedure, the inflation device allegedly showed incorrect readings. It was further reported that another device was used to complete the procedure. There was no patient contact.